Event description:
(B)(4). Cramping, sharp pains on fallopian tubes, back pain, neck pain, joint paint, nerve damage and pain in top of legs, painful interiors, soar boobs and nipple, yeast infections, lethargic, depression, loss of libido.